Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that intima-ii y 20gax1.16in prn ec slm npvc leaked during use. The following information was provided by the initial reporter: when the patient was injected with high pressure syringe about 50 ml, the cap of the indwelling needle was washed out, the contrast agent leaked out, and the injection was stopped immediately, which caused great harm to the patient's psychology.

Manufacturer narrative:
Investigation: neither sample or photo was returned. With the lack of a sample, bd was unable to observe the failure mode. Master production records were reviewed for the lot number and no non-conformance's were noted during the manufacturing of this lot. Our records indicate that the reviewed batch record passed all the in-process inspection. A root cause could not be determined.

Event description:
It was reported that intima-ii y 20gax1.16in prn ec slm npvc leaked during use. The following information was provided by the initial reporter: when the patient was injected with high pressure syringe about 50 ml, the cap of the indwelling needle was washed out, the contrast agent leaked out, and the injection was stopped immediately, which caused great harm to the patient's psychology.